Event description:
Failed right total hip arthroplasty with loose acetabular component. Pt complained of pain- bone scan showed loose acetabular component. In or, cup was grossly loose, tethered only by screws. Defect in arterior rim from one o'clock to four o'clock of acetabulum.